Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on lcd board. The insulin pump had minor scratches to the display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had moisture visible under the display. The blood glucose reading was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.